Event description:
The customer called to report that he was in a car accident. His blood glucose was 22mg/dl and he was taken to the hospital by the paramedics. No further info was provided. Customer's sensor value was 120mg/dl and he thought it was safe to drive.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.